Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, death is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure on (B)(6) 2014 was to treat the left circumflex (lcx) and posterior lateral (pl) arteries. On (B)(6) 2013 the patient had a myocardial infarction. On (B)(6) 2014, a 2.5 x 38 mm xience xpedition stent was implanted in the distal lcx and a 2.25 x 15 mm xience xpedition stent was implanted in the pl. Starting in (B)(6) 2015 through (B)(6) 2016 the patient was admitted to the hospital numerous times for aspiration pneumonitis which was treated with medication. There was no relationship to the stents and the hospital admissions. The patient was suspected to have systemic lupus erythematosus (sle). Additionally the patient was anemic and had liver cancer. On (B)(6) 2017 the patient died. No additional information was provided.